Manufacturer narrative:
Device evaluated by the manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#:2134265-2013-02292 and 2134265-2013-02294. It was reported that during a percutaneous coronary intervention, pullback suddenly stopped. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that during the procedure pullback suddenly stopped. No error message was noted. No complications were reported and the patient's condition is stable.